Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) migrated cranially and reached normal elective replacement indicator (eri). A pacing lead was also noted to have fractured and experienced insulation damage. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.